Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high" (specific value was not provided) and ketones; cause was not known. Customer administered a manual injection to address the issue and continued to use the pump for insulin therapy.